Manufacturer narrative:
The case report form indicates these events are definitely not related to devices and procedure. This event report was received through clinical data collection activities. Engineering evaluation noted that the revision reported was likely the result of aseptic loosening of the glenoid component, humeral component, or both. However, this cannot be confirmed as the devices were not available for evaluation and no further information was provided.

Event description:
Index surgery: (B)(6) 2015. Revision due to aseptic glenoid loosening.

Manufacturer narrative:
The case report form indicates these events are definitely not related to devices and procedure. This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision due to aseptic loosening.